Manufacturer narrative:
(B)(4). Evaluation, results: (myocardial infarction, stroke).

Event description:
Five endeavor sprint rx drug eluting stents were deployed during the index procedure, 2 to the distal cx and 3 to the prox cx. Three days post index procedure, patient experienced chest tightness and went to the emergency department. ECG showed sinus tachycardia with sinus arrhythmia and marked st depression consistent with subendocardial injury. Patient was diagnosed with an mi (nstemi) and treated with nitroglycerin drip, chest pain resolved. Patient was given heparin, integrilin and cardiac medications. Troponin-1 level was elevated and peaked the following day, 6 days post index procedure, the mi was considered resolved. Six days post index procedure, patient underwent cardiac catheterization which showed dominant rca with mid 100% occlusion, normal left main, lad with proximal 100% occlusion, av groove cx with patent prox, mid and distal stents, large distal marginal branch, small first obtuse marginal with proximal 80% disease, bypass grafts widely patent internal mammary artery to lad, prior known occluded vein grafts x3, mild ischemic cardiomyopathy, ejection fraction 45%, basilar inferior hypokinesis, no mitral regurgitation and hemodynamics normal. Pci was not indicated for om1. Post catheterization, patient developed blurry vision. Neurology impression was an acute right occipital stroke, likely cardioembolic from cardiac catheterization. Pravastatin was increased. CT revealed an acute/subacute infarct in the posterior cerebral artery distribution on the right side in the occipital lobe area., generalized cerebral and cerebellar atrophy, old lacunar infarct in the basal ganglia on the right side, chronic small vessel ischemic changes. In the investigator's opinion, the nstemi was possibly related to the study device and the cva event was not related to the study device. Patient was discharged 8 days post index procedure. (Ref mr # 9612164-2011-00370, 9612164-2011-00371, 9612164-2011-00372 and 9612164-2011-00373).